Event description:
Same as MDR# 6000089-2006-00680. It was reported by the patient that she has had loss and thinning of hair with no new hair growth noticed. The patient had two taxus express2 drug elting stents, one 2.5x24mm and the other unknown, placed in an unknown coronary vessel. About three months later the patient noticed loss and thinning of hair, evenly distributed over the scalp, and has not noticed new hair growth at this time. The patient states this was confirmed by her hairdresser. The patient is prescribed plavix and lipitor. Follow up with the physician's office was done and in the opinion of the physician it is unknown if the hair loss is related to the taxus stents or not.